Event description:
It was reported that at a follow-up appointment, this patient with an implantable pacemaker noted a recent feeling of fatigue. Upon interrogation by a technician, this pacemaker was found to be operating in safety mode. It was stated that the physician will be informed and that a surgical device replacement procedure will likely occur to resolve the event. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.